Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was noted inside the reservoir compartment, electronic assembly or motor noted. The pump had a cracked reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 468 mg/dl. Customer mentioned there was a crack near the reservoir compartment. Customer mentioned there was leaking passing the second o-ring. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.